Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male end of the set broke off in the female luer of the unspecified mating component when the user was trying to change the tubing. It has reportedly occurred "3 or more times per monthly/weekly" however no details of any specific events were provided. There is no report of patient harm.

Event description:
The customer reported that the male end of the set broke off in the female luer of the unspecified mating component when the user was trying to change the tubing. It has reportedly occurred "3 or more times per monthly/weekly" however no details of any specific events were provided. There is no report of patient harm.